Event description:
It was reported "they were able to flush before accessing but once accessed needle was not flushing or aspirating."

Manufacturer narrative:
(B)(4). The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfyf085 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "they were able to flush before accessing but once accessed needle was not flushing or aspirating."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 19ga x 1¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Microscopic inspection of the sample did not reveal any evidence of occlusion. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required for a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.